Event description:
It was reported that while the hiu (heart investigation lab) vascular access was obtained without event, sheath was inserted and the intra-aortic balloon (iab) was passed over spring wire guide (swg). When pump was turned on, it showed high baseline and no arterial pressure. The md thought this may be gas line /40cc connector related, so they exchanged the gas line tubing pump; however, the pump still displayed high baseline and no arterial pressure. Under fluoroscopy, the iab appeared to be positioned correctly. The iab was removed and another iab-06840-u was inserted without incident. Pt status was stable at time of insertion and remained so through out procedure.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.